Event description:
Reported via (B) (6): pedicaps fitted to drager transducer damaging transducer and leaving parts of 'o' ring in the baby's breathing circuit.

Manufacturer narrative:
Covidien has requested more information and awaiting answers to questions. It is unknown if the problem is with the pedi-cap or with the drager transducer. Drager has been informed of this report.